Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that upon sensor removal after 7 days and therefore sensor¿s session end, patient could not locate sensor wire. Sensor readings did not stop during the session. Patient did not see wire protruding from skin, is not experiencing any discomfort at the insertion site and upon palpation does not feel sensor inside his body. Patient did not seek medical intervention. At the time of his call to dexcom technical support patient was feeling well.